Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot . Part: 03.037.028. Lot: 9298601. Manufacturing site: hägendorf. Release to warehouse date: 16.january 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: 06/25/2019: updated event description: it was reported that on june 4, 2019, during proximal femoral nailing system (tfna) was performed, a hexagonal flexible screwdriver was being used. The flexible screwdriver was in a torque position and it was difficult in getting it out and the surgeon used a slap hammer on it to get it out. The handle of the flexible screwdriver broke off of the shaft. It was a large patient and difficult angles. There was a surgical delay of ten (10) minutes. Procedure outcome was unknown. There was no damaged to the patient. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the flexible cannulated hexagonal screwdriver was received at the us cq. The device was received in two (2) pieces, the shaft and the handle. There was a break at the base of the shaft, at around the first laser cut segment from the base. The teeth of the laser cut pattern were not deformed at the break, but the proximal end of the shaft was curved off its central axis. The distal tip of the shaft had scratches about its cylindrical body. No other issues could be identified with the returned portions of the device. Dimensional inspection:, drawing. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) flexible screwdriver hex5. Cannu tfna flexible welle. Flexible shaft lfn. Manufacturing record evaluation: the received device (part # 03.037.028 lot # 9298601) was manufactured at the haegendorf site on 16 january 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the flexible cannulated screwdriver. The screwdriver was received in two (2) main pieces, the shaft and handle. The screwdriver was broken about the start of the laser cut pattern towards the handle. The breakage end of the shaft was curved outward. The distal tip of the screwdriver was scratched up. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. The root cause was determined to be the reported usage of a slap hammer on the screwdriver. The screwdriver was never intended to encounter such forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during proximal femoral nailing system (tfna) procedure, a hexagonal flexible screwdriver was being used. The flexible screwdriver was in a torque position and it was difficult in getting it out and the surgeon used a slap hammer on it to get it out. The handle of the flexible screwdriver broke off of the shaft. It was a large patient and difficult angles. There was a surgical delay of ten (10) minutes. Procedure outcome was unknown. There was no damaged to the patient. This is report 1 of 1 for (B)(4).